Event description:
It was reported that after the intra-aortic balloon (iab) was inserted, it was confirmed fluoroscopically that only the proximal half was inflated while the distal side was not inflated. The customer manually inflated the iab with a syringe without issue. However, once the iab was reconnected to the console again, it still would not inflate. The console was then swapped out with another, but the issue continued. The iab was then replaced with a new one, but this did not resolve the issue either. Therapy was continued using the second iab. There was no patient harm or adverse event reported. This report is for the first iab used in this event. A separate report will be submitted for the second iab used.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint(B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between the catheter and the sheath with the one-way valve attached. The returned sheath was over the catheter and partially covering half of the balloon. The returned sheath was not a maquet product and the sheath tubing found to be kinked near the sheath hub. Underneath the sheath, a kink was found on the catheter tubing and inner lumen approximately 25.4cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate. The condition of the iab as received indicated a kink in the inner lumen and catheter tubing. We are unable to determine when the kink occurred, however the kink found on the catheter tubing of the returned device restricted the gas passage and resulted in poor inflation. The evaluation confirmed the reported problem. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The complaint trend data for the period mar-19 through feb-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted, it was confirmed fluoroscopically that only the proximal half was inflated while the distal side was not inflated. The customer manually inflated the iab with a syringe without issue. However, once the iab was reconnected to the console again, it still would not inflate. The console was then swapped out with another, but the issue continued. The iab was then replaced with a new one, but this did not resolve the issue either. Therapy was continued using the second iab. There was no patient harm or adverse event reported. This report is for the first iab used in this event. A separate report will be submitted for the second iab used.